Event description:
On 2026-feb-02, additional information was received from an healthcare professional (hcp). Clarification of the suspected opioid overdose was requested. The hcp stated the "patient presented to [the] emergency room due to sedation. Provider suspects symptoms related to oral medication usage. No changes made to pump." The actions / interventions taken to resolve was "monitor oral medications." The suspected opioid overdose was resolve and no further issues regarding sedation since.

Manufacturer narrative:
H6. The previously reported codes c50873, d12, f12, f15, f1005 and e2402 no longer applies to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving bupivacaine and fentanyl via an implantable pump for non-malignant pain. It was reported that the hcp stated they had concerns of the patient having an opioid overdose and would like the pump turned down. Contact information for the national answering service was provided.